Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the service light emitting diode was illuminated, the dent in the groove behind the bracket and the housing was damaged on the power module device. It was further determined that the device failed pretest for condition and lever, saw test, function test, charging and checking of the power module in charger and the information button and self test. It was noted in the service order that the device did not load and the error message was displayed. This event did not occur during surgery. There was no patient involvement. The exact date of this event is unknown. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.